Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was removed from the package, the tip of the stent detached. Reportedly, there was no damage to the product packaging. Additionally, the stent had not been soaked in saline or paired with a guidewire at the time the damage was noticed. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the renal pigtail of the stent was detached approximately 3 cm from the end. The cut on the stent is not a clean cut, and is consistent with a tear caused by the suture when it is being pulled. The suture was not present and was not returned. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opening.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was removed from the package, the tip of the stent detached. Reportedly, there was no damage to the product packaging. Additionally, the stent had not been soaked in saline or paired with a guidewire at the time the damage was noticed. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."